Event description:
It was reported that the dual lumen peripherally inserted central catheter (PICC) was found leaking around the insertion site. One lumen was also blocked, so the clinician decided to remove the PICC from the patient. On removal, a rupture was noted approximately 5cm distal to the insertion site, which was the patient forearm. There were no reported patient complications. Additional information received on 4/27/2010 stated that the catheter was not used for pressure injection.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.